Manufacturer narrative:
(B)(4). (B)(6). The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root causes were determined to be due to improper handling, which is user error/misuse/abuse and normal wear. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was observed that the battery oscillator device coupling tool side was defective. It was noted that the coupling for the saw blades was loose, the cable is open in the control unit, the motor was very noisy, and the trigger was jammed. It was also noted that the device failed pre-repair diagnostic tests for status of development, the quick coupling for saw blades, and the saw head, and trigger test. It was noted in the service order ¿device don¿t work.¿ this event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.